Event description:
It was reported that revision surgery was performed due to pain. At the time of revision, it was noted that one of the acetabular screws in the acetabular shell had backed out, and had likely been contact with the non-articulating surface of the acetabular liner. The devices were originally implanted in (B)(6) 2011.